Manufacturer narrative:
The manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a IV set/n35/j/20drop/1cq/f/std/50cmll had chemo leak from under the filter.

Event description:
It was reported that a IV set/n35/j/20drop/1cq/f/std/50cmll had chemo leak from under the filter.

Manufacturer narrative:
Investigation: we confirmed the actual product, but the membrane filter was damaged. In addition, liquid leakage was recognized from the bottom of the filter as requested. Therefore we asked the manufacturer of filter to investigate the relevant parts. According to the investigation by the filter manufacturer and distributor, it was found that the leakage occurred from the welded part of the housing of the filter. Peeling occurred at the welded part, and when the force was applied, the detachment of the housing was recognized. In addition, normal weld traces were observed over the entire circumference of the welded part, and no trace of abnormality at the time of manufacture was observed. Due to damage of the membrane filter and occurrence of peeling of the housing, it was assumed that this event was damaged due to high pressure applied to the lower part of the filter during use and leaked. Please be careful not to apply excessive pressure to the filter in the facility. Also, when abnormality such as liquid leakage is confirmed, please stop using it and exchange it for a new product.